Event description:
It was reported that when using the bd pyxis¿ es server was requested to assign station to a specific override group and also the system was not pulling orders. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was requested to assign station to a specific override group and also the system was not pulling orders. A technical support specialist (tss) referenced knowledge article unable to reassign override group to a device and identified an issue where the override group could not be reassigned to a device due to a software bug occurring during add, remove, and readding actions. The reassociation attempt failed within the device user interface without displaying any error message. Followed documented steps from the knowledge article and successfully reassigned the override group to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.